Manufacturer narrative:
The pump had button error alarm due to corrosion on keypad trace. The unexpected weak battery alarm was unable to be verified due to keypad damage.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 497mg/dl. The customer treated the high with manual injection. The customer states the pump has alarmed for weak battery, button error, and has not delivered insulin. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.